Event description:
I am an anesthesiologist, deroyal suction canister was already connected by experienced anesthesia technician ready to use in the obstetric operating room. Machine check was done by me along with suction check. Suction seemed to be adequate and working. I did a rapid sequence induction and intubation in obstetrics for a c-section without a need to use section. But after intubation when I passed an orogastric tube and connected to suction it worked until the secretions came up to the canister and then the suction stopped working. No harm was done to the pt since she was already intubated. Later I discovered that the pt end of suction tubing was connected to the central port on the canister vacuum. Since the central port has a filter, a safety mechanism to prevent fluids being sucked into the central vacuum, once the filter gets wet the suction stops working. I think that this happened became the marking on the canister lid has raised white letters on white background. If it were to be written in contrasting colored letters this error would be prevented. If I had needed to use suction or if the pt had vomited before intubating it would have been a serious incident. I did email the MFR about the incident but did not get any reply from them. I think this was preventable if the letters were more obvious with contrasting colors. Since this incident, I have always checked the suction so that it is connected right and had to change the ports at least 3-4 other times before inducing after someone else had turned over the room. I am writing this because I feel it has pt safety concern and can be rectified by just making the letters more conspicuous.